Event description:
Material no. 367986, batch no. 9024638. It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the labels on the tubes were lifting off. The following information was provided by the initial reporter: call received stating that the labels were lifting up on products.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. CAPA #1064141.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #:9024638. Medical device expiration date: 2020-01-31. Device manufacture date: 2019-01-24. Medical device lot #: 9081745. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-03-22. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367986, batch no. 9024638. It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the labels on the tubes were lifting off. The following information was provided by the initial reporter: call received stating that the labels were lifting up on products.